Manufacturer narrative:
Complaints database analysis revealed that no similar event was reported since unit installation in 2017, neither a concerning trend has been identified. Based on the investigations performed for similar cases, considering also the manufacturing date of the unit, the root cause of the issue is a failure of the cooling system. A potential breach of the cooling coil leading water to enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The erosion kit upgrade was already installed on this device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. Based on the fact that the issue was complained 5 years after the upgrade, it is most probably that the damage was caused by the corrosion and not erosion and occurred overtime independently from the upgrade. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. According to livanova field service representative in charge, the fault is probably due to a leaking evaporator or a damaged cooling coil of the 3t. The damage causes water to be in the cooling circuit, which causes the slower cooling time. The unit will be shipped to manufacturer for a further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the cooling time of a heater-cooler system 3t device was not within the specified range.it tooks too long to cool the tanks down to the required temperature. The issue occurred during maintenance activity.there was no patient involvement.

Manufacturer narrative:
The complained 3t heater cooler was inspected and confirmed the cooling time is not within the specified time. It took too long for the tanks to cool down to the required temperature. To solve the issue, the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block need to be replaced. After that, pressure test, evacuation, refill, test run, cleaning, tsi and vde test need to be done. The repair is not recommended from economic reasons. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.